Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump during basal delivery. The customer's blood glucose was 119 mg/dl. While troubleshooting, the customer was unable to complete the rewind sequence. Upon checking the alarm history of the insulin pump, the customer stated that they also received the motor position encoder error alarm. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.